Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported that a dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed. This supplemental report is submitted to finalize the report and to update the previously reported information that was submitted incorrectly: product brand name, manufacturing site, product UDI, device available for evaluation, initial report sent to FDA, device evaluated by manufacturer, reason device not evaluated, problem code grid, health impact grid, evaluation results, and the conclusion code.